Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 21 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated by admitting in emergency room. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer's current blood glucose value was 169 mg/dl. Troubleshooting was performed. The customer was admitted in emergency room and was hospitalized on (B)(6) 2017 at 11:30am. The blood glucose value when admitted to hospital was 21 mg/dl. The customer complained about hypoglycemia. The customer cause of hospitalization per healthcare professional's was hypoglycemia. Customer wearing the pump at time of hospitalization. Customer was advised to monitor. The product was not returned for analysis.